Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, synchroseal tip was damaged when the uterus was removed. The forceps were removed and inspected and damage was found. Thus a new synchroseal was opened and the operation was continued. The user performed post-operative x-rays and did not find any fallen objects. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and the jaw cover was found to be missing from its normal position. The jaw cover was not returned. Components adjacent to this missing jaw cover showed scratches on the jaws. No failures were found in the logs. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the missing jaw cover described above occurred outside of a surgical procedure. The instrument was inspected prior to use and no abnormal findings were found. The instrument did not collide with any other instrument or tool during procedure. There was no report of fragments falling from the device while used within a patient and the patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient-related information was not provided.

Event description:
Refer to h10/h11 for follow-up information.